Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, in which it was suspected the lv lead may have micro-dislodged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high left ventricular (lv) lead thresholds. The lv lead was reprogrammed and the crt-d remains in use. No patient complications have been reported as a result of this event.